Event description:
A customer contacted baxter's technical service center regarding feeling overfilled the night before last on the homechoice (hc). The home patient (hp) had a red tint to her drainage and went to the hospital. The technical service representative (tsr) asked for the results of the hospital visit. The hp reported she didn't wait to find out, just left the hospital. The tsr reviewed program and therapy log from (B)(6) 2010. An increased- intraperitoneal volume (iipv) situation was identified. The hp ultrafiltration reading was -1460ml in cycle 3 indicating the home patient (hp) drained 1460 ml more than their programmed fill volume of 2300ml. This information gave a total drain volume of 3760ml, which meets iipv criteria. The hp ended therapy in dwell 4. Product surveillance followed up with the pd nurse on (B)(6) 2010 who was aware of the patient's reported overfill and symptoms. The nurse reported the patient was seen at the hospital (treatment not reported). The nurse did report that the patient's report of reddish drainage was due to her menstrual cycle. The hc device was swapped at the request of the nurse.

Manufacturer narrative:
(B)(4). Homechoice device evaluation results to be sent upon completion of the evaluation.